Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Restenosis is a known adverse patient event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse patient events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial medwatch additional information was received stating: the initial procedure was performed on (B)(6) 2010. Approximately 4 months post stenting procedure the patient presented with chest pain and in-stent restenosis was noted. On (B)(6) 2010, a 3.0 mm x 10 mm non-abbott cutting balloon was inflated two times to 10 atmosphere, and a good result was achieved. The patient was reported as doing fine. No additional information was provided.

Event description:
It was reported that a rx xience v stent implant restenosed. Though requested, there was no patient information or procedure details provided.